Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction stemmed from the zebra label printer's failure to print labels. A field service engineer reconnected all cables and successfully printed labels to rectify the problem. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the insulin zebra printer would not connect to the network. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.